Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, bleeding at the femoral access site required surgical repair. It was reported that the capsule was not closed before withdrawing the delivery catheter system (dcs) from the patient and the nose cone got stuck at the femoral access point. The dcs was removed from the patient in its entirety with the sheath. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the evolutr system instructions for use (IFU) instruct the user to close the capsule, under fluoroscopic guidance, and to ensure the capsule is closed before catheter removal. The non-closed capsule being withdrawn from the patient along with catheter systems being inserted and removed at the access point may have contributed to this event. Access site bleeding is a procedural complication that is dependent on the patient condition and physician technique, and is a known potential adverse effects per the IFU.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.